Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, during manipulation of the catheter across the tricuspid annulus, the patient developed a fairly sudden onset of bradycardia, which appeared to be complete heart block with a junctional escape in the low 30s. This was accompanied by significant hypotension. Fluoroscopy indicated right greater than left chronic pleural effusions, which were unchanged and that the heart border was moving well. A catheter was advanced into the right ventricle for temporary pacing, and temporary pacing was instituted. Blood pressure was gradually increasing. At that point, because a vagal reaction was suspected, the patient was given atropine 0.5mg IV. This did not improve the bradycardia, but the systolic bp did return to baseline and remained fairly stable for the remainder of the case. A transthoracic echocardiogram was performed which did not show the presence of any pericardial effusion. The device was implanted and remains in use. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.